Manufacturer narrative:
The company representative observed code 65 logged in the fault log (safety vent failure). However, he was unable to duplicate the reported problem. The unit was tested to factory specificaton. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a patient, the unit shutdown. The patient was switched to another unit and therapy was continued. No patient injury was reported.